Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The lot number is unknown, therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: urological applications. Adverse events associated with treatment may include but are not limited to: worsened incontinence, urinary retention, urinary tract infection; and/or localized. Responses (including swelling, erythema, induration, infection, necrosis, abscess formation, and/or hypersensitivity response). (B)(4).